Event description:
It was reported that the device indicated elective replacement (eri) in less than 5 years; it had unexpected longevity. The device was explanted and replaced. During the replacement procedure, the right atrial lead threshold was tested with the new device and it was higher than it was with the old device. A breach in the insulation was noted so the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).